Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent thoracic aortic aneurysm endovascular treatment with 40 mm x 20 cm gore® tag® conformable thoracic stent graft with active control system (cads device). The cads device was advanced to position of aorta posterior of left subclavian artery. The physician initiated the primary deployment handle. After the primary sleeve deployment line was fully pulled out, the stent couldn't be deployed. Therefore, the cads device was removed with sheath. Another cads device with same size was utilized to complete the procedure. The physician commented there was no obvious resistance felt during deployment.

Manufacturer narrative:
Update d9. H6: c19 -a review of the manufacturing records indicated the lot met all pre-release specifications. The device evaluation showed the following: ¿ the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken near the proximal end. The primary deployment line that remained connected to the primary deployment knob was not returned. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. ¿ primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to a cut. It is possible that the cutting of the proximal sleeve (as observed on the returned device and reported in event description) prior to the procedure contributed to the primary deployment line breaking, but a root cause cannot be confirmed with the available information. ¿ based on this investigation, there is no evidence to suggest a manufacturing deficiency. Associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty)." And "any modification made to the device may cause serious surgical consequences or injury to the patient."